Event description:
It was reported that during a remote device data review, a signal artifact monitoring (sam) event had been declared due to high, out-of-range right atrial (ra) lead pacing impedance measurements (>3000 ohms). This resulted in the minute ventilation (mv) sensor being automatically disabled. Boston scientific rhythmcare was contacted and recommended that the mv sensing vector be programmed to right ventricular (rv) only at the next follow-up, prior to re-enabling the mv sensor. At this time, the system remains implanted and in-service. No adverse patient effects were reported.